Event description:
It was reported that the handpiece began overheating during testing prior to the start of an oral extraction. There was no reported pt involvement or any adverse consequences.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the alleged condition of the device overheating was confirmed. Based on the investigation details, the likely cause of the overheating was a problem with bearings on the driveshaft, which were replaced along with other components as part of preventive maintenance. The handpiece was repaired and returned to the customer.